Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Investigation results concluded that the reported event was due to failure to follow instruction, as it was reported that patient was on sling, surgeon informed patient not to move from bed, but still patient had shower on his/her own and found a dislocation in the shoulder. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02646. Product not returned.

Event description:
It was reported that the patient underwent right shoulder revision arthroplasty for unknown reasons. Subsequently, the patient was revised due to disassociation. The poly liner dissociated from the humeral stem spacer. The patient was on sling and was asked not to get out of bed by surgeon, but the patient did not follow instructions did a head shower by themselves. No additional information is available.